Event description:
Reportedly, a cryocyte freezing container broke during vapor phase transition. Notification has just been rec'd that cells were lost during this event. Sufficient back up cells were available and the pt was not effected by this event. The sample has been returned and awaiting evaluation by engineering and MFR site. Complaint file# 97fro66.